Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd cathena¿ safety IV catheter with bd multiguard¿ technology had connection issues it was reported that clinician and/or any patients are experiencing catheter tip issues, flashback issues, connection issues, and unsatisfied with the bd cathena¿ safety IV catheter with bd multiguard¿ technology. Verbatim: clinician experienced: -overall satisfaction with bd support? Highly dissatisfied -stylet too flexible. Does not follow the intended path when redirected. Difficult to assess the flashback, particularly when using the trans illuminator. The safety apparatus is way larger and heavier making it easier for the catheter to fall out. As opposed to what is claimed by the company as having longer dwell time, we have been witnessing shorter dwell times compared to the previous IV caths along with high incidence of infiltrates that require the use of hyaluronidase injections. Please see attached excel sheet for additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: cathena device failure: connector loose.

Event description:
No additional information.